Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude out of range at 0.4mv (millivolts) on the right atrial (ra) lead. The right atrial automatic threshold (raat) test shows undersensing. The atrial sensitivity is programmed to automatic gain control (agc) 0.25mv. The battery longevity is normal. The device and the non-boston scientific lead remain in service. No adverse patient effects were reported.